Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient¿s pulse generator exhibited multiple inappropriate mode switched. A retrograde conduction test was performed and the test was inconclusive. It was suspected that the device was intermittently sensing far-field r waves on the atrial channel. It was also noted that there was competitive atrial pacing. The device was reprogrammed and the issue was resolved. The patient would continue with regular follow-up.